Manufacturer narrative:
The customer contact indicated that the device were discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of disconnections. On unspecified dates, the male adapter of unspecified primary tubing sets were connected to female adapter of the extension tubing sets. The option-lok male adapter of the extension tubing sets were connected to the female hub of unspecified IV catheters and were being used to deliver unspecified medications via pumps. After unspecified lengths of time, it was reported that the option-lok male adapter of the extension tubing sets disconnected from the female hub of the IV catheters. No specific details were provided. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were reported. Though requested, no additional information was provided, including if the tubing sets were reconnected or replaced and the therapy was resumed.